Event description:
This notification was opened for review due to an allegation of a burning smell and smoke was coming from a ds2adv auto CPAP device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.